Event description:
A customer reported a "replace sensor" error message with the adc device and was unable to obtain readings. The customer experienced a loss of consciousness, however, there was no report of treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no physical damage was observed on the sensor patch. Data was extracted from returned sensor using approved software and sensor was found to be in state 5 (indicating normal termination). Observed no failure modes upon visual inspection of the plug assembly. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. Additional testing has been performed for this issue and poise voltage testing was within specification, indicating the sensor was providing accurate glucose readings. All results were within specification. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. An extended investigation has also been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.